Manufacturer narrative:
Beckman coulter field application specialist (fas) evaluated the au480 chemistry analyzer and replaced the mix motor, the reference electrode, all electrodes, all electrode cables, ise (ion-selective electrolyte) control board, reference fluid, buffer valves, buffer syringe, consumables tubing set and both roller tubes. The fas checked the pot to sample probe alignment, mix bar alignment and ensured no bubbles were present. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fas verified system performance and no further issues were reported. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) and chloride (cl) patient results and erroneously low potassium (k) patient results on their au480 clinical chemistry analyzer. The customer repeated the sample on another analyzer with results considered normal. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics.